Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient presented with following pre-op diagnoses: cervical spondylotic myelopathy. For which, patient underwent following procedures: 1.c3-c7 posterior spinal decompression. 2. C3-c6 posterior spinal fusion with local autograft bmp and allograft. 3. C3-c6 posterior spinal instrumentation. As per op-notes, ¿the lateral masses from c3 through c6 were cannulated bilaterally using the modified magerl technique. Then a high speed blur was used to create troughs of c3, c4,c5,c6 and the superior aspect of c7.simultaneously through the decompression ,a large bmp kit was prepared. There were total six sponges, each of which was filled with our morselized local autograft. Our bmp sponges wrapped around local autograft were the packed over decorticated surfaces. With this done, ap and lateral fluoroscopy were again used to gauge adequacy of our implant placement. Patient tolerated the procedure well without any intraoperative complications.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.